Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the they were in emergency room due to low blood glucose value. The customer blood glucose level was 27mg/dl. It was unknown that the auto mode feature was active or not at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was not active at the time of incident.

Event description:
The customer reported via phone call that the they received emergency medical service due to low blood glucose value. The customer was not taken to the emergency room.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. No unexpected beeping or alerting without the test battery inserted noted. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.